Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 410 mg/dl. The customer had been experiencing high blood glucose levels for the past two days. The customer also reported multiple motor error alarms during bolus within the past 30 days. Troubleshooting was performed, and the insulin pump passed the displacement and self test. Advised the customer that the insulin pump would be replaced due to the multiple alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.